Manufacturer narrative:
Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
The complainant reported that a physician was using the device to perform a pulmonary dilation and upon inflation a pin leak occurred. The balloon was immediately removed from the pt's airway. The procedure was completed using a standard pulmonary bougie. There were no pt complications or harm experienced by the pt.